Manufacturer narrative:
Method: a review of the manufacturing records has been conducted. Results: the manufacturing records review verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The patient emerged in stable condition with no complications. On (B)(6) 2010, an occlusion of the iliac artery was identified on the contralateral side, and the patient underwent a thrombectomy that day with a fogarty catheter. The procedure was successful, and the patient has no further complications. The physician attributed the vessel occlusion to an embolism from device catheter and/or wire manipulation within the sac.